Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the customer was receiving intermittent response from up button. It was reported that replacement would be sent out. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up button dome switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.